Event description:
The dealer called in and said that both of the replacement motors from (B)(6) 2014 order are both defective. The dealer states right motor can be turned manually about a 1/4 turn. The left motor has a motor break is releasing on its own with minimal pressure according to the dealer. The dealer would like to know what we find from the returned product. The original order number was (B)(4).